Event description:
Essure was placed. After depo, shot wore off, heavy, hemorrhagic bleeding began. Abdominal pain occurred off and on, not pertaining to cycles, more like activities. Lower back pain, arm numbness, and leg pain happened at separate times, not in conjunction with injuries. Extreme fatigue occurred at least the first 5 years; either I am used to it now, or doing better. Weight gain, mood swings.